Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized prior to or at the time of death. It was not reported if peritoneal dialysis (pd) therapy was ongoing prior to or at the time of death. It was not reported if pd therapy with a homechoice (hc) device was being performed at the time of death. The cause of death was not reported and it was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The patient passed away on an unreported date. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received before knowledge of that patient death. A review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported problem. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. There is no evidence that the device caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.